Event description:
It was reported that revision surgery was performed due to pain and implant failure. The type of failure was not reported.

Manufacturer narrative:
Devices currently undergoing analysis.